Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Three (3) struts bent outward at the inflow side. After expanding the valve, bent struts corrected and leaflet wrinkled and dehydrated were observed. Imagery was provided from the site and revealed the following: patient's right access vessel had presence of calcification and tortuosity. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the first sheath 14fr was inserted and kinked unknowingly during initial insertion. The valve would not advance in sheath.'' Per the pre-deco observation, bent struts were noted and esheath puncture. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during the sheath insertion leading to kinked sheath. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the kinked sheath shaft and resulted in the strut damage at the inflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (kinked sheath, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. Surgical cutdown was performed due to excessive pannus and mild calcification. The first sheath 14fr was inserted and kinked unknowingly during initial insertion. The valve would not advance in sheath. The sheath and valve with delivery system was removed. On the back table, the valve was unable to be removed from the sheath, got stuck in the hemostatic valve of the sheath. A 16fr sheath was then inserted and a new delivery system and valve was prepared. The valve was successfully delivered at a 90/10 level without complications. The patient tolerated the procedure and is doing well. Per the pre-deco observation, bent struts were noted and esheath puncture.

Manufacturer narrative:
The investigation is ongoing.